Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 29 and the event occurred at the day of placement. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63962079. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63962079) for similar event and no other complaint was identified. October post market trending was reviewed and there were no negative trends or corrective actions for the reported event (mount fracture) or product (tsvtwb11). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: g7: checked "follow-up". H2: checked follow-up type.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number: k101880. Device not returned.

Event description:
It was reported that during an implant (tsvtwb11) placement, the fixture mount broke off. Procedure was completed using another implant. Tooth location 29.

Event description:
Additional information was received. Product evaluation results have been updated to investigate returned device. Results completed.

Manufacturer narrative:
Pce investigation results have been reopened and updated to investigate returned device. Please see investigation results below. The imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was returned for inspection with a mating mount. Visual inspection of the returned product determined that the implant shows signs of wear from use, and the mount hex is confirmed to be fractured and attached in the mount screw. No pre-existing conditions were noted on the per. The reported product was located on tooth # 29 and the event occurred at the day of placement. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63962079. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63962079) for similar event and no other complaint was identified. November post market trending was reviewed and there were no negative trends or corrective actions for the reported event (mount fracture) or product (tsvtwb11). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: b4: date of this report d10: device availability g4: date received by manufacturer g7: "follow-up" number updated h2: checked follow-up type h3: device evaluated by manufacturer h6: evaluation codes updated h10: added manufacturer narrative